Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 10/8/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. The sample was evaluated and the lens was observed cut in pieces with residues of some fluids on the lens related to the handling of the unit in a surgical procedure. The condition observed is consistent with a lens that has been explanted. The reported issue could not be verified; however, lens cut was confirmed, but it could not be determined if the condition observed is related to manufacturing process, as the reported lens was used and cut in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was recognized that in initial MFR report number 2648035-2019-01086, it was inadvertently reported that lead haptic folded. However, it is should have been reported as lead haptic not folded. No further information provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2019. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis preloaded intraocular lens (model pcb00 +20.0 diopter) was explanted from patient¿s affected eye in secondary surgical procedure because of patient experiencing visual disturbance, folded lead haptic, lens dislocation and injury to eye. Reportedly a model za9003 lens +20.5 diopter was used as replacement for the patient. No further information provided.